Event description:
Info received indicates that cardiac catheterization revealed the product appeared shrunken and small in size. The hcp determined the pt had out-grown the device after four years service life. The product was replaced with no additional consequence reported for the patient.